Event description:
It has been reported that there was an issue with the x-ray tube. An message was shown that low load fluor flavor was selected due to a tube problem. The system was in clinical use when the issue was identified. No harm has been reported. A philips service engineer inspected the system on site and it was identified that the cooling unit was leaking. The cooling unit has been replaced and the system was returned to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a diagnosis performed when the issue occurred. The procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray tube, oil leakage problem. The fse found that the cause of the reported problem was oil leakage from cooling unit. The fse replaced the cooling unit, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.